Event description:
At about 1 year and 4 months from the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the liner (from 10mm to 12mm) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 3-aug-2023. Lot 2001607: (B)(4) items manufactured and released on 10-jun-2020. Expiration date: 2025-05-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.